Event description:
Customer reported the pump touchscreen was unresponsive and illegible as the display screen seemed ¿overlapping¿. This issue contributed to a spike in the customer's blood glucose level, reaching a high of 730 mg/dl with high ketones that a health care provider determined to be dangerous/life threatening. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit where they were treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support, after reviewing the situation, decided to replace the pump with a new one featuring updated software. The customer was instructed to use alternate insulin delivery methods in the interim and to return the faulty pump within ten days, with arrangements made for training on the new pump.